Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was immediately readmitted due to weight gain, increase in right pleural effusion and shortness of breath. The patient was diagnosed with chronic congestive heart failure. Diuretic was administered, which reduced the weight. Although right pleural effusion still existed, further administration was abandoned considering high risk due to her renal function deteriorating. Since high intake of salt was suspected, the patient was given nutritional guidance and discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the events could not conclusively be established through this evaluation. The account later communicated that the hospital will not provide any additional information related to the event. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists renal failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jan2017. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this IFU lists renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.